Event description:
Pss032 was pushed into the psc032 but got stuck. Physician then removed the sys, took new material and completed his procedure without any problem.

Manufacturer narrative:
Add'l catalog#: pss032. Lot#: f13824. Expiration date: 02/2011. Device manufacture date: 02/20/2008. Tech eval: the separator was returned in two pieces. The distal end is lodged in the catheter and the proximal end shows a clean break 45.5 cm from the end. The break is at the end of the grind taper area and the separator wire has a diameter of 0.00912" at the break point. Conclusion: the damage observed in the separator wire is consistent with the wire being manipulated with the proximal taper joint outside the rotating hemostatic valve (rhv). This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 0533.a (lot# l13801). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review indicated that 100% inspection of the devices resulted in no rejects. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. No non-conformance was associated with this lot; the parts released in this lot met process requirement. A review of the device history record (DHR) was completed on part# 0854 (lot# l12824). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly lot# l12824 indicated that 100% inspection of the devices resulted in 60 rejects. The lot was associated with ncr 541 for mixing coil lots and briefly removing from cer. New coil lot was assigned and product was tested for bioburden. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.